Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial channel. The arrhythmia logbook episodes show atrial tachycardias and atrial fibrillation episodes. Troubleshooting options were provided for the field for product testing. The pacemaker remains in service and no adverse patient effects were reported.